Manufacturer narrative:
In a later email, the user reported that the dario meter is reading differently than three other non-dario meters. As per the user's request, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. Once the replacement is received, a dario representative will follow up with the user to continue with the troubleshooting. This case is still in progress. If any additional information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On november 4th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving an a1c of 12.8% from her labwork, compared to an estimated a1c of 7.6% along with an average bg reading of 168 mg/dl from her dario meter. The user also stated that she had compared the readings from her dario meter against multiple other non-dario meters and found that her dario meter was consistently reading lower.